Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient also has a deep brain stimulation implant for other and movement disorders. It was reported that the implantable neurostimulator (ins) had been removed on (B)(6) 2019 because it was not working for the patient. It was reported that the event started in (B)(6) of 2019. No further complications were reported.